Manufacturer narrative:
The device was returned to resmed and an extensive engineering investigation was performed. The device evaluation confirmed the reported complaint and observed that the dc led was lit when the device was connect to the ac mains, therefore, the device failed to charge its internal battery. Based on all available evidence and previous investigations of similar complaints, it was determined that the device power issue was most likely due to a component failure in main circuit board (pcb). The main pcb was replaced to address this issue. Resmed's risk analysis for this failure mode concludes that the risk is acceptable. (B)(4).

Event description:
It was reported to resmed that an astral device was detecting an incorrect power source and failed to charge its internal battery. There was no patient injury reported as a result of this incident.